Manufacturer narrative:
Combination product: yes. (B)(6) 2026 lead is out of service, but remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
On home monitoring transmission in 2023, shock impedance was out of range on this lead. Lead remains implanted. Should additional information become available, this file will be updated.